Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. When the physician attempted to deploy the helix of the right ventricular lead to position the lead in the patient, it was noted the helix had issues deploying and retracting. High thresholds were also noted. The lead was replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix fully extended, bent, stretched and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix could not be fully retracted due to the condition of the helix as received but could be fully extended. The reported event for helix difficult to rotate was isolated to the helix being bent, stretched, and clogged with blood and over-torque of the inner coil.